Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device and initial reporter also sent report to FDA are unknown.

Event description:
It was reported there was a double beep no cassette. There was no report of patient injury.